Event description:
Dr. Was doing a rotator cuff repair; prepared hole with tapered awl to laser line. Bone quality noted was good, but not too soft. Sutures were threaded into the anchor as per technique and slid through. Anchor was inserted as per technique. When attempting to tighten sutures, they would not pull through the anchor. Tried reversing the torque limiter, to no avail. When more tension was placed on the sutures, anchor pulled out. No anchor was used in the same insertion hole, hole was too big.

Manufacturer narrative:
Only the inserter was returned for evaluation. Torque limiter knob rotates without issue. Without the return of the anchor it cannot be determined why this incident occurred.(B)(4)